Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during standard impella insertion on a patient, fluoroscopy showed that the impella position was abnormal. After troubleshooting the position, a decision was made to remove the device and restart the insertion process. Once again impella orientation seemed abnormal and a conclusion was made that the cause was the patient's valve anatomy. Wire was removed and impella was increased to p4. Peel away sheath was removed and repo sheath was advanced. Forward tension sutures were applied and the impella was locked in place. The patient had minimal deplorable flow to the lower extremity. During support, the patient received a total of three units of blood, two units of fresh frozen plasma, and two units of cryoprecipitate. The patient then developed a gastrointestinal bleed. The impella and extracorporeal membrane oxygenation sites were both oozing. The patient was currently not on any systemic anticoagulation. It was noted that the patient continued to have persistent bleeding from the impella site despite reapplying forward tension sutures, holding manual pressure, and redressing the site with angle matching. The patient received an additional six units of blood, four units of platelets, two units of cryoprecipitate, and five units of fresh frozen plasma in the last 16 hours. The patient was taken to the operating room for a washout at the impella site. Left groin cutdown and primary repair of femoral artery was done. The impella site was still oozing and thromboelastography was abnormal. Mattress suture was applied and new forward tension sutures were used which seemed to resolve the issue. The patient was escalated to an impella 5.5.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, limb ischemia, positioning issues, and access site bleeding has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral 1: clinical details reported that at the same time the patient was bleeding from the impella and ECMO access sites on (B)(6) 2025, a gi bleed was reported. No further details were provided. Since insufficient clinical details were provided regarding the complication and product wasn't returned for investigation, the root cause of the vascular damage could not be determined. Positioning issues: clinical details report that during case start, the team noted that the position of the pump in the lv was abnormal. They were unable to troubleshoot, so they removed the pump and re-inserted, but the orientation of the pump continued to be abnormal. The team came to the conclusion that the patient's aortic valve was causing the complication, and left the pump in that position. Data logs were reviewed and there was a single position in aorta alarm at the end of the case, presumably during pump explant. Based on the clinical details provided that the patient's valve anatomy was causing the issue, the root cause of the positioning issue was determined to most likely be patient condition. Access site bleeding: based on the clinical detail that the patient was bleeding from all access sites and had a low platelet count, the root cause was determined to most likely be patient condition. Limb ischemia - reversible: clinical details report that on the first day of support, it was noted that the patient had minimal deplorable flow to the impella access site leg. Of note, the access vessel (lcfa) was noted to be small during access, so an antegrade sheath was used. A patient update on (B)(6) 2025 noted that pulses had returned. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Vascular damage - peripheral 2: since insufficient clinical details were provided regarding when or how the vascular damage occurred and product wasn't returned for investigation, the root cause of the vascular damage could not be determined.